Event description:
It was reported the customer received a motor error alarm during a basal. Customer's blood glucose was 17.4 mmol/l. The customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker.